Event description:
It was reported that there was oversensing noise on both the atrial and right ventricular (rv) leads during body movements. The leads remain in use and the patient will return for further testing at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2010. (B)(4).